Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported while reviewing the customer's pump history a cartridge alarm 19 and an "incomplete temp rate alarm" were observed. The customer indicated that multiple, intermittent cartridge alarm 19s had been received and acknowledge receiving the incomplete temp rate. The customer had reported the blood glucose level was 300-400 mg/dl. The customer declined tandem technical support's offer to troubleshoot for the reported issues.